Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead had high thresholds and impedances less than 100 ohms. The lead was surgically abandoned and a new lead successfully implanted. No adverse patient effects were reported.